Event description:
It was reported via repair work order that the head right and left siderails were stuck in the lowest position due to timing links were corroded, with existing fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.